Manufacturer narrative:
The following information has been updated with corrected information: h.3 reason code for no evaluation: other. H.3. If other specify:

Event description:
It was reported that after use there is poor barrier separation with bd vacutainer® cpt¿ cell preparation tube with sodium citrate. The following information was provided by the initial reporter: it was reported customer is experiencing poor barrier separation. She states that the pmbcs remained under the separator after centrifuging twice at 1800 g for 20 minutes each.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that after use there is poor barrier separation with bd vacutainer® cpt¿ cell preparation tube with sodium citrate. The following information was provided by the initial reporter: it was reported customer is experiencing poor barrier separation. She states that the pmbcs remained under the separator after centrifuging twice at 1800 g for 20 minutes each.